Manufacturer narrative:
Upon investigation, the monitor would not download patient information. The failure was isolated to contamination on ca board component j101 and j502 as well as on sd card. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.